Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was not confirmed as the controller was not returned for analysis and no photos were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 06mar2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient required a system controller exchange due to a power cord at the system controller end peeling. When setting up the new system controller a black spot across the led screen was seen so it was not given to the patient. The defective system controller would be returned and a replacement was requested. Log files were provided for the system controller with power cable damage on (B)(6)2024 (B)(6). The system controller exchange resolved all issues associated with the power cable damage. Products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.